Event description:
It was reported that there was a patient death. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) years post procedure the patient was admitted to the hospital after experiencing a cerebral vascular accident. Transesophageal echocardiogram (tee) imaging showed that there was a device related thrombus. The patient did not recover and ultimately the patient died as a result of this event.